Manufacturer narrative:
(B)(4). Additional information has been requested however no response has been received: are the two photos provided from the same patient? Please provide any additional photos of the additional 5 patient events procedure name initial procedure date. How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. Please describe how was the adhesive applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the numbers involved ? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Attempts to obtain the following information have been made with no response to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparoscopic sleeve gastrectomy on an unknown date and topical skin adhesive was used. The adhesive was used to close the trocar ports with unknown suture and the physician assistant used adhesive to seal the sutured incisions. The patient was discharged and returned, post operatively, six to eight days later, with an allergic reaction to the adhesive, with redness and blisters. The doctor removed the adhesive and prescribed benedryl. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts to obtain the following information have been made and the following was obtained: no further information is available.